Manufacturer narrative:
(B)(4). Reporting source: (B)(6). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during incoming inspection at the warehouse, debris was found in the sterile package. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.

Manufacturer narrative:
UDI: (B)(4). Complaint sample was evaluated and the reported event was confirmed. The visual inspection of the returned package identified debris within the sterile pouch. The sterile barrier was still intact. DHR was reviewed and no discrepancies were found. Review of complaints history search for the device identified no other complaints reported for the same lot. The likely condition of the product when it left zimmer biomet was non-conforming. The root-cause of the reported event is the operator not following instructions during the manufacturing process. A corrective action has been initiated to address the manufacturing deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.